Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report the device has not yet been returned. A supplemental report will be submitted to communicate the results of the complaint investigation. When the device history record is complete, a report will also be submitted with the results.

Event description:
As reported, during preventive maintenance of this pressure controller kit, the arterial pressure values were found to be out of range. There was no patient involved in this incident. No additional information has been able to be obtained to date.

Manufacturer narrative:
As per follow up received on 14th march in the service report of this pressure controller, the difference note on the value of the pressure controller was 0.08 mmhg. This difference would not be clinically significant nor would it impact a clinician¿s treatment decision.